Manufacturer narrative:
The insulin pump did not alarm with a button error during testing, nor were any unexpected beeping, unexpected message erased, and black circle on the screen anomalies noted; however, the pump was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was found as well: cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the pump was beeping and that there is a black circle on the screen with a button error alarm. The patient's blood glucose at the time of incident was 222 mg/dl. The customer stated that the error message could not be erased. The customer also confirmed they did not recall if the pump had been dropped, bumped, or exposed to moisture. The battery was removed from the pump for a half hour but once it was reinserted the button error alarm reoccurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.